Event description:
The device was used during a coloectomy procedure. Reportedly, the instrument traumatized the tissue. The surgeon resected the tissue and applied another device. The hosp has reported that the pt's status is satisfactory.